Event description:
The customer reported a falsely elevated alinity I stat high sensitivity troponin-I result on a male patient. The following results were provided: (B)(6)2023 sid (B)(6)= 106.9 / 7.8 / 9.2 ng/l, another alinity = 8.5 ng/l new sample within 2 hours post initial = 12.5 / 13.3 ng/l normal range: < 35 ng/l no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a search for similar complaints, and the review of complaint text, trending data, labelling, accuracy testing, and device history records. Returns were not available. The review of historical performance of reagent lot 55231ud00, was completed. Trending review determined no trends for the issue for the product. Device history record review on lot 55231ud00 did not show any potential non-conformances, or deviations. Accuracy of the assay has been evaluated with a retained in-house kit and met all specifications, confirming that this lot is meeting the alinity I stat high sensitive troponin-I product requirements. Labelling was reviewed and found to adequately address the issue under review. Based on the investigation, the alinity I stat high sensitive troponin-I lot number 55231ud00 identified no systemic issue and/or product deficiency.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely elevated alinity I stat high sensitivity troponin-I result on a male patient. The following results were provided:(B)(6) = 106.9 / 7.8 / 9.2 ng/l, another alinity = 8.5 ng/lnew sample within 2 hours post initial = 12.5 / 13.3 ng/lnormal range: < 35 ng/l no impact to patient management was reported.